Manufacturer narrative:
The investigation determined that unexpected (B)(6) vitros (B)(6) results were obtained from a single patient sample run on a vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. However, the presence of an unknown sample interferent could not be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained unexpected discordant, (B)(6) vitros (B)(6) results (2.1, 1.8 s/c) from a single patient sample run on a vitros eciq immunodiagnostic systems. The (B)(6) vitros (B)(6) results were considered to be unexpected based on (B)(6) vitros (B)(6) total results obtained for the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected (B)(6) vitros (B)(6) results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).